Event description:
The customer reported that the system made a loud snapping sound and now the system was down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube and the high voltage cable were replaced. The system was then found to be operating as intended.